Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. It has been reported that no further information is available, therefore, all product identification information is unavailable. Suggested component code: mechanical (g04) ¿ rasp visual examination of the provided picture identified the snapped broach trunion. Device not returned; no further analysis can be made. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the avenir complete broach trunnion snapped off into the broach handle when extracting. The threaded extractor was not able to be inserted. A vice grip and punch were used to remove the broach. No known impact or consequence to the patience. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.